Manufacturer narrative:
Other relevant device(s) are: software 9733686 s7 synergy spine. Device UDI number unavailable. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and performed as intended. No parts were replaced on the system. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the 2-level thoracic lumbar fusion case, the site had accuracy issues. Initially when the site took a spin and transferred it to the navigation system, the surgeon felt accurate on the skin. But then after making incisions and going down to the bone, the surgeon felt that he was 6-8 cm posterior (above the bone). He then went to the skin and had the same inaccuracy. This was a perc pin case and they noted that the frame did not move. They checked the blue percutaneous frame, where the starburst adapter can be changed to different positions, and that had not changed. They re-spun the patient and were accurate. The surgeon put screws in on the right side and had no issues. Then the surgeon went to the left side and the same inaccuracy occurred. The medtronic representative (rep) who was present noted that this was right after adding a 80 mm projection to the passive planar. They rebooted the spinal software on the system and stated that the system was still inaccurate on the 2nd exam, but not as much. They took another spin and were accurate and finished the case. The post-op spin showed the screw placement was good. There was a 25-minute delay to the case, and there was no impact to the patient. There was only one spin that was completely unused.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9733686 (software version: 2.1.0). Device evaluation: a software analysis was completed utilizing a log analysis methodology. The software analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.